Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 3 devices had a broken/damaged component and 1 device had a bent/deformed component. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported there were accessible sharp metal edges.  There was no patient involvement.